Manufacturer narrative:
The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the patient was receiving adequate pain relief. On (B)(6) 2019, the patient attended a follow-up appointment with the implanting clinician. During this visit, the patient reported itching and redness at the implant site, which the implanting clinician believed was a reaction to the wound dressing. Additional information received on (B)(6) 2019, reported that the results from the cultures came back negative. The issue was attributed to an allergic reaction to the wound dressing. Based on this information, the infection was not confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is user error (allergic reaction). DHR was not reviewed since cause of issue is not attributed to device.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a possible infection reported to stimwave on july 26, 2019, by clinical specialist. The clinical specialist was made aware of the issue on july 25, 2019, when the implanting clinician informed that the device would be explanted as a precaution to prevent potential infection.